Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd autoshield¿ duo safety pen needle, was in the polybag without outer cover. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One carton of spn pen needle samples were returned from lot. No. 7314580, cat. No. (B)(4). Visual examination of returned samples was carried out and it was observed that one loose inner shield was in the carton with sealed samples. As the lot number is unknown, no device history record review can be carried out. The most likely cause of this issue is that the loose part was caught in a tote which was used to transfer assembled product into the packaging process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of a bd autoshield duo safety pen needle, was in the polybag without outer cover. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One carton of spn pen needle samples were returned from lot. No. 7314580, cat. No. 329705. Visual examination of returned samples was carried out and it was observed that one loose inner shield was in the carton with sealed samples. As the lot number is unknown, no device history record review can be carried out. The most likely cause of this issue is that the loose part was caught in a tote which was used to transfer assembled product into the packaging process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of a bd autoshield duo safety pen needle, was in the polybag without outer cover. There was no report of exposure, serious injury or medical intervention.